Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not fire and would not open. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.